Event description:
Device-related migration following use of expandable add vbr small cage in construct with 12mm x 15mm footprint endplates and 25mm height with 6 degree lordosis. Assembled device was used for single level anterior cervical corpectomy and fusion (accf) replacing c4 vertebra. Surgeon implanted device upside down and no disclosure use of the device in the neck had not been FDA approved or cleared. Clinically significant subsidence greater than 3mm evident on imaging studies resulting in neurocompromise requiring posterior revision surgery to be performed in (B)(6) 2017. The vbr cage was not approved or cleared for use in the cervical spine of the neck and surgery was recorded as a two-level anterior cervical discectomy and fusion plus cervical corpectomy at c5, but imaging studies show corpectomy was performed at the c4 level. New surgeon states the device should not have been used in the first place.